Event description:
The customer reported the system gave an error of 24 hour recharge. The fe reported x-ray was disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.